Event description:
A caller reported a cartridge alarm 30 issue. The customer's blood glucose level did not exceed 500 mg/dl. The caller had experienced the alarm with consecutive cartridges, and although technical support confirmed the issue and planned to replace the pump, they were unable to do so immediately because the new pump's serial number was not yet in the system. An email was sent to the department, and the caller was informed that a replacement pump would be provided. Meanwhile, the caller had a backup insulin pump available.